Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer was audio anomaly. Insulin ump was not giving the audio confirmation for any event.  No harm requiring medical intervention was reported. Troubleshooting was performed but issue unresolved. Customer will discontinue to use the pump. The product will be returned for the analysis.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged audio/vibrate anomaly/absence of alarm found on-september 14, 2022. Device passed the displacement test. Device failed self test due to not generating tones due to moisture damage on electric board 1. Successfully downloaded history files and traces using thus and carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device did not make any tones during testing, toggled on/off and increased/decreased volume with the audio feature did not functioning properly. No error 63 noted during testing. Verified the device alarmed hardware low level failures alarm variable 21 in device downloaded history on september 12, 2022 at 05:26:32.000 due to rf chip error. Hardware low level failures alarm variable 21 was triggered due to a hardware anomaly. Device was cut open to perform visual inspection and found moisture damage on the electric board 1 and electric board 2. The following were noted during visual inspection: cracked battery tube threads, serial number label stained, serial number label fading, retainer knit line damage, cracked retainer, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Device did not generate any tones during testing. Audio/vibrate anomaly/absence of alarm confirmed due to moisture damage on electric board 1. Hardware low level failures alarm variable 21 confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.